Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set with air-eliminating filter was returned for analysis in used condition without its original packaging. Visual inspection showed delamination in one join of the filter with the tubing. Functional testing involved leak testing and no leaks were detected from the filter, the delamination joins or the solvent bonds. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during use, leak was noted on a smiths medical cadd administration set at the "height of the filter" and led to disruption of administration of medication. No adverse effects were reported.